Event description:
The oec field engineer reported an intermittent lock up situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Cables and associated hubs were replaced. The system was then found to be operating as intended.